Event description:
This pt fell and hit their head against the wall,damaging their nucleus cochlear implant. The device stopped functioning after this incident and had to be explanted in 2004. The pt was reimplanted at this time. The healthcare professional was informed that the explanted device should be returned to the company.